Event description:
It was reported that during a lap hysterectomy, the distal end of shaft was bent. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). The instrument was received with the electrode bent. The instrument was tested for continuity and passed all testing. No conclusion could be reached as to how the tip of the electrode got bent.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.